Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 54-235 mg/dl. Reportedly, a pump reset was performed and the pump and transmitter were able to regain connection. In addition, it was reported that the wake button was delayed in responding to touches. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.